Manufacturer narrative:
The following field has been updated with corrected information: h6. Imdrf annex a grid: corrected from a0908 to a0302. Investigation summary : bd had not received samples or photos for investigation. Therefore, 100 retention samples from each reported lot of bd inventory were evaluated by visual examination and no issues were observed relating to air bubbles in gel or foreign matter in the tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles in gel or foreign matter in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of the bd vacutainer® pst¿ gel and lithium heparinn 56 tubes, 108 tubes had foreign matter on the inner wall and 2,374 tubes had air bubbles in the gel. There were no health impact or consequences reported.

Event description:
It was reported prior to use of the bd vacutainer® pst¿ gel and lithium heparinn 56 tubes, 108 tubes had foreign matter on the inner wall and 2,374 tubes had air bubbles in the gel. There were no health impact or consequences reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4137272, d4. Medical device expiration date: 31-may-2025, d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 16-may-2024. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.